Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, white particles material was found on the shell and the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken smooth, one curved opening striated, nicks striated and wear abrasion. Based on the device analysis the final assessment is: a smooth edge broken in the shell due to smooth opening. One curved openings striated assessed as surgical damage. Nicks striated assessed as surgical tool scratch like.

Event description:
Patient reported a right side rupture. Healthcare provider reported rupture and capsular contracture baker grade "iii to IV". Device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through responsive psr. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture and capsular contracture baker grade iii to IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side rupture. Healthcare provider reported rupture and capsular contracture baker grade "iii to IV". Device was explanted.